Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
A technician reported a patient with extreme dry eyes which is affecting vision one month following lasik treatment. The patient reports "I can't see well enough to drive." Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.